Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that while mapping they were having high force readings ranging from 45 to 55 grams of force, then they noticed that the patient became hypotensive. A pericardial effusion was noticed and a pericardiocentesis was performed. An unknown amount of fluid was withdrawn, and the case was then stopped. The patient was then airlifted to another hospital. Patient outcome is unknown at this time. No ablation was performed. The customer¿s reported ¿high force¿ readings is not an MDR reportable issue since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. It was also reported that the ultrasound (us) did not recognize the cartosound catheter. The catheter was reseated, and the issue did not resolve. The catheter was replaced, and the issue resolved. Case continued. The customer reported ultrasound recognition issue is not considered to be an MDR reportable issue since the incidence of ¿catheter /ultrasound recognition issue¿ is easily detectable by the user. This issue usually occurs during routine procedure setup and would result in a pre- or intra-procedural delay. If pre- or intra- procedural delay occurs, this has either no or low impact to patient safety as the patient is not subjected to any procedure/intervention and their premorbid status remains unchanged.